Event description:
Endo clip applied to cystic duct during laparoscopic cholecystectomy on 11/29/94, laparotomy on 12/2/94 revealed bile in the peritoneal cavity and clip adjacent to stump of cystic duct, which was closed with suture.